Event description:
During initial set up, while putting the spider 2 on the t-max, it fell onto the scrub tech's foot. Additional information states that battery seemed to not be fully charged enough to hold up the arm. The female scrub tech did not have any broken bones but had a badly bruised foot. The foot has fully healed as of today ((B)(4) 2012).

Manufacturer narrative:
(B)(4)